Event description:
It was reported that the external pulse generator had a "coding" error, possibly caused by the unit possibly having been dropped, and that the battery drawer would not open. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm that the device was dropped or error codes. It was confirmed that there was foreign material blocking the battery drawer release. It was also noted that the upper and lower cases were broken, the battery release was contaminated, both bail covers were broken, the ring cover was contaminated, one case screw was missing, the lead flex cover was broken, the battery contacts were compressed, the ring was bent, the battery drawer had pry marks and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.